Event description:
Boston scientific received information that this right ventricular lead was replaced. It was reported that high pacing thresholds were noted resulting in loss of capture. When reprogramming the device oversensing was noted which resulted in asystole for > 2 seconds. This lead was capped and will not be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
--

Manufacturer narrative:
Additional information received noted that noise was seen on the right ventricular channel and a lead fracture was confirmed.